Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the left anterior descending (lad) artery. The lesion and vessel characteristics were not provided. An unspecified guide wire was advanced to the lad. A first attempt to advance the taxus liberte¿ long 3.5x38mm stent across the lesion, without pre-dilatation, was unsuccessful. Upon withdrawing the stent delivery system, the stent became stuck. At this point the physician attempted to withdraw the unspecified guide catheter, guide wire and stent delivery system as one unit. However when reaching the non-bsc sheath the stent would not pass through the sheath and dislodged from the delivery balloon. The physician was able to retrieve the stent from the iliac artery by using an unspecified snare. Subsequently, the physician continued the procedure by using another guide catheter, guide wire and pre-dilatation of the lesion. Another of the same stent was implanted to complete the procedure. No patient complications were reported and the patient status is reported as ¿fine¿.